Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter during a colectomy procedure the balloon or cuff of the balloon exploded in the patients' abdomen and it was retrieved. It was also reported that the procedure time was extended by more than 30 minutes to retrieve the broken piece with no further patient adverse event.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was not received. The inflation syringe was not received. Visual inspection noted that the valve seal was intact. The locking collar hinge was disengaged from the locking collar itself and did not function properly. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cut in the balloon. During this investigation, a secondary unrelated condition was identified as follows; the locking collar hinge was disengaged from the locking collar itself. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened.